Event description:
It was reported through the stryker facebook page, "I had my right knee replaced in 2009 and 8 weeks ago my left knee. I didn¿t experience as much pain with my knee I had replaced 15 years ago. I was hoping since improvements have been made it would be easier. Not in my case. I am so tired of the pain and discomfort."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.